Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient ingested a bravo capsule and the study was recorded. However, the recorded study was shorter than the anticipated length of time. The study was submitted for review showing study was 46 hours long and had large gaps. The device worked as expected during the previous procedure. A repeat procedure will be necessary due to the alleged device malfunction. There was no harm to the patient or user due to the alleged device malfunction. The patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.